Manufacturer narrative:
On 1/17/2020, mentor received additional information regarding the date of explantation. The patient underwent explantation on (B)(6)2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old arabic female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and suffered several unexplained systemic symptoms, including fatigue, hair loss, joint pain, dry mouth, back pain, neck pain, fogginess, insomnia, moodiness, depression, inflammation, weight gain, daily migraines, body odor, tingling in the breasts bilaterally. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis. Medwatch report number for contralateral side: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the patient's symptoms. The patient reported that MRI revealed that there are masses in her liver and her left breast. Also, both implanted devices were found to be intact via MRI. The patient also reported that ultrasound was performed, and the result indicated that there is a cyst under her left armpit. The patient has been experiencing breast pain since the day that she got the implants. Manufacturer's reference number: (B)(4).